Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient is required "to see a doctor frequently after the surgery and I am constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis and degenerative disc disease at l5-s1, l4-l5, l3-l4 and l2-l3 and underwent the following procedures: left-sided hemilaminotomy at l5-s 1 for the purpose of decompression of the nerve. Left-sided hemilaminotomy at l4-ls for the purpose of decompression of the nerve. Interbody fusion at l5-s1 and l4-l5. Posterior instrumentation from l2 through s 1. Posterior instrumentation was done in combination with zimmer pedicle screw and peek interbody t-lift cages, rhbmp-2, local bone graft, mersiline in combination with allograft for interbody fusion and posterolateral fusion. Application of a cage l4-l5 at l5-s1. Posterolateral fusion from l2 to s1 with autograft.spinal monitoring. Pre-operatively, MRI shows the patient has multilevel neuroforaminal stenosis. No intra-operative complications were reported as a result of the event.